Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image or image blurry was not confirmed. The device evaluation found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had no image or image blurry. The issue was found during reprocessing after use. The intended unspecified procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.